Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was unable to link personal and clinic accounts. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return was required for mmt-7333.

Manufacturer narrative:
An attempt was made to reproduce the issue by testing the linking process for test clinic and observed that the issue was not reproducible. The issue is not confirmed. After conducting thorough investigation , by validating the audit table for the linking action made by this clinic. We observed that the clinic user has initiated the linking using code sharing with the patient personal profile. However the audit logs for the code linking was showing still active status which means the code for linking was not used yet. To assist with the resolution , we provided below steps to helpline team -- from our audit table we see that the one time code is still showing as active which means its not used yet. Personal account can be made in csr using the same code since its valid until 20th march 2025. -- we can try another option of revoking the current code and initiate the linking newly. -- requested screenshot of the message displayed during linking process. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. The root cause of this issue is lack of user training. We are proceeding to close this ticket as we have not received any response despite multiple requests. If the reported issue persists, we kindly request you to provide the updated information so we can reopen the ticket. This will allow us to address the matter promptly and efficiently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.